Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified: scratches on insulation; replaced handle. The following was observed: scratches on the insulation. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was received and the reported failure mode was confirmed.the following repair diagnostic codes were identified:(1) scratches on insulation.(2) replaced handle.the following was observed: scratches on the insulation. The handle was replaced. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability.incorrect sterilization/reprocessing procedure.handling procedures.contact forces.product used beyond defined useful life.